Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's pcba to resolve the reported issue. Device passed performance inspection procedure and was returned to the customer for use. Root cause is shorted transistor q8.

Event description:
Device was reported to be displaying a non-reportable code. During inspection, the service technician reported the device did not provide defibrillation energy. There was no patient involvement in this event.